Event description:
Caller reported a continuous glucose monitor error. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and after following these steps, the error code did not appear again.